Event description:
The registered nurse (rn) contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv), which occurred on the homechoice (hc) after use. The rn stated she did a manual drain on the patient that morning and drained approximately 4000ml. The rn thought the machine did not drain one of the cycles. The patient performed continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a fill volume of 2500ml, and a last fill volume of 1700ml. The rn wanted the machine swapped to rule it out. The rn would have the patient do manual exchanges that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, baxter product surveillance contacted the patient's rn regarding the increased intra-peritoneal volume (iipv). The rn stated the patient has not reported any other symptoms or other drain volumes that meet increased iipv criteria. The rn confirmed there was no patient injury or medical intervention associated with this report and that the patient was doing well with the following treatments. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. Review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This complaint for increased intra-peritoneal volume (iipv) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.